Manufacturer narrative:
Corrected: ( it should be blank since the product was not returned). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A complaint database search on the provided smartset ghv gentamicin 40g (product 545035500, lot number 7961077) found additional reports and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however only one other incident related to pain and loosening. Total for lot number: 2 ((B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 5. By product family: 13 (7x smartset ghv, 8x smartset gmv). Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address rapid increase in pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is from depuy. It was also reported that x-rays shows a large anterior medial defect all the way through the bone. Ap x-ray shows medial collapse of tibia. Surgeon felt this was a case of aseptic loosening of tibia with additional factors of obesity and possible fungal infection. The later wasn¿t confirmed by pathology at this time. The surgeon was concerned with the amount of scratching, pitting and wear that they poly components exhibited.